Event description:
It was reported that the rate/sense portion of this implantable defibrillation lead was surgically abandoned due to oversensed noise resulting in pacing inhibition. The device implanted with this lead had previously stored two episodes due to oversensed noise with pacing inhibition which was believed to be due to electromagnetic interference (emi). An additional episode had later been stored and in-clinic troubleshooting found the noise was able to be recreated with arm movement. Impedance measurements remained stable, however myopotential noise was unable to be ruled out. The device remains in service with the new lead. No additional adverse patient effects were reported.